Event description:
Reporter states that the pt was admitted by surgeon due to broken implant. Two stage revision surgery done. 1. Implant is removed. 2. Revision is made on 9/8/98. Explant is "right" placed in left knee. Bushings (cat no 6475-3-944) placed from outside to inside instead of from inside to outside. Revision performed successfully with mrd system left side (cat no 6485-0-010).